Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. Post-operatively, the patient experienced neuropathic pain which the physician believed to be a surgical irritation.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. Post-operatively, the patient experienced neuropathic pain which the physician believed to be a surgical irritation.

Manufacturer narrative:
Analysis of the returned lead sc-2317-70, serial number (B)(6), revealed that the lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture, thus the cause is traced to component failure.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. Post-operatively, the patient experienced neuropathic pain which the physician believed to be a surgical irritation. Additional information was received that the patient was doing well post-operatively.